Event description:
It was reported that the patient was checked post operatively the next morning following procedure. Upon review, it was discovered that the right atrial lead exhibited high capture thresholds with a drop in sensing. The patient was brought to procedure lab for intervention and after trying to reposition the lead, there was difficulty in extending and retracting helix. It was also noted that while working on placing lead in coronary sinus, tortuous anatomy proved to make it difficult to advance lead to appropriate location. The lead was explanted and replaced. The patient was in stable condition.